Event description:
The event occurred on an unspecified date and involved a single dose vial access spike. Product was found with fuzz and loose particles. The issue was noted when package was opened. There was no patient involvement, no patient injury/harm.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
Received eleven new cases of fifty (50) cs-40 single dose vial access spikes were returned for investigation of fuzz and loose particles outside the fluid path. Seven of the eleven cases returned had evidence of corrugated case damage resulting in corrugated particulate inside the resealed cases but only on the outside of the sterile unit packages. No corrugate material observed on the inside of the sterile unit packages. The complaint was confirmed. The probable cause is typical of shipping damage while outside of ICU medical control resulting in 'fuzzy' corrugated material on the outside of the sterile unit packages that were inside the damaged corrugated cases. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.